Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference as ipg was not charging anymore. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was not functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient's ipg was not functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was not functional. The patient will undergo an ipg replacement procedure.